Manufacturer narrative:
Physio-control replaced the flex cable assembly which connects the user interface pcb to the pcb stack and the system controller and user interface pcb assemblies and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed assemblies and determined that the cause of the reported issue was due to corrupt software with an integrated circuit chip, designator u2 from the user interface pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the display on their device was solid white, which is indicative of a device lockup. In this condition, the device would not have the ability to deliver defibrillation energy to a patient, if needed. There was no patient use associated with the reported issue.